Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated he had a broken vertebrate following his scs system implant procedure. As such, the patient underwent surgical intervention where in the scs system was removed.